Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported 17 months post stent graft implant that during review of the original stent graft implant, the iliac stent graft was not placed high enough into the bifurcated stent graft limb, resulting in a type iii endoleak between the bifurcated stent graft and the iliac stent graft. The physician elected to place an iliac limb and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak). Incorrect technique/procedure (inaccurate placement of the stent graft at an unintended location). Evaluation conclusions: user error contributed to event (inaccurate placement of the stent graft at an unintended location).